Event description:
The patient's system was explanted due to a pre-existing infection that had been persistant despite IV antibiotics, resulting in an open, draining wound.

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned.

Manufacturer narrative:
Na